Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial biopsy, a confirmation image acquisition was performed while the needle was inside of the patient's anatomy and found that the lesion was missed. The imprecision was noted to have been 5 millimeters. It was noted that the site unlocked the trajectory, realigned and re-locked the trajectory. The second pass in the anatomy was able to gather a diagnostic same at the lesion. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Correction: event date updated to proper value.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.